Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: two openings curved, wear abrasion, crease fold and brown particles on the shell. Leak test and microscopic analysis was performed which identified: one opening striated on the anterior and one sharp opening on the posterior. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one striated opening on the anterior due to surgical damage consist in the use of some surgical tool; a sharp opening on the posterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.